Event description:
A customer reported intermittent diluent low (dl) flags on assays, calibrations, and samples on the aia-2000 analyzer. The customer stated that the daily check passes and they rebooted the system. The customer then ran qc, which failed and now the analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in reporting of patient results for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was onsite to address the reported event. The fse suspected a leakage in the substrate system. During troubleshooting, the fse confirmed a leak in the substrate syringe. After the fse replaced the substrate syringe, the fse noticed air bubbles in the syringe while performing the replace substrate operation. The fse suspected that the air bubbles were due to a problem with the substrate valve sv300, and after the fse replaced it, the air bubble issue was resolved. The fse validated the analyzer by running a daily check and quality control (qc) with results within acceptable range and no recurrence of the reported issue. The aia-2000 is functioning as expected. No further action required by field service. A complaint and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the search period. Review of related documentation the aia-2000 operator's manual appendix 3: flags states the following: [dl flag] indicates malfunction in detector unit or substrate dispense failure. Contact tosoh service center or local representatives. The most probable cause of the reported issue was a leakage in the substrate syringe and the substrate valve.